Event description:
It was reported that intermittent occlusion alarms occurred. The customer reported using humalin u-500 brand insulin. Which is considered off label per the tandem user guide. The customer's blood glucose level was 168 mg/dl. A systems check was performed with tandem technical support, the customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.